Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant a1- antitrypsin ver.2 (aat) results on their c501 analyzer. The customer stated there was "discrepancy between the clinical assays aat and the clinical signs". There were "biological assay discrepancy between aat and isoelectric focusing phenotyping". There were "discrepancy between biological and aat genotyping complete sequence of the gene serpina1". The customer had to recall 1500 patients to perform "again the dosage". Patient results were requested but not provided. The customer stated the reported results led to classifying patients as heterozygous deficient when they were normal. The patients had risks for developing respiratory illness and were being followed during their whole lives. Information on whether any patients were adversely affected was requested but not provided. The aat reagent lot number was 689228 and the expiration date was 07/31/2015. The customer stated the problem was resolved after applying "the new standardization".